Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve was being performed on extracorporeal membrane oxygenation (ECMO). The 29mm sapien 3 valve was being implanted within a freestyle sutureless valve. The commander delivery system was prepared with an additional 5cc in the balloon. During the tavr, the delivery system balloon burst. However, the valve was able to be fully deployed. The delivery system could not be withdrawn back into the 16fr esheath+. Access was gained on the left side to snare the delivery system balloon. The balloon was able to be snared. The device had to be cut as a part of the snare technique, and the balloon was pulled through the non-ew sheath. No other edwards devices were damaged. No injury was done to the vascular system. The patient was stable and alive post procedure. The perceived root cause of the balloon burst was calcium in the aortic root. The perceived root cause of the delivery system withdrawal difficulty was the balloon rupture.